Event description:
From january 2014 to date we have had 13 defective laser probes in the alcon vitrectomy paks with similar reported malfunctions affecting the laser probe. These reports include the following general clinician commentary: gauge illuminated flexible curved laser probe light initially was working and then stopped working during the case and prior to use light would not work on laser probe attributed to visible break in the cord. Incident occurrence has significantly increased over the past several months with 10 of the 13 defects occurring from june to date.